Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot: w64254rb. No issues with troponini recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97000hsch) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97000hs.

Event description:
The event occurred in (B)(6). Customer called asking why results for troponini would be different between triage platform and lab method. The customer reported the following results: triage cardiac panel: myo >500, tni <0.05, ckmb 1.8. Lab department results with the same draw: nt-probnp: 43.87,tni: 0.09. Site triage tni reference range: 0-0.4ng/ml. Site lab reference range: 0-0.08. Patient was diagnosed with myocardial infarction.